Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note that this event was initially reported with an incorrect manufacturer report number (2017233-2006-00338).

Event description:
In 2006, this male pt was implanted with a gore excluder aaa endoprosthesis. Following placement of the trunk-ipsilateral leg component, a proximal type I endoleak was noted. The physician decided to monitor the proximal type I endoleak. The pt's condition was stable following this primary procedure. Two months later, follow-up computed tomography scans identified the asymptomatic pt with a persistent type I endoleak, and aneurysm enlargement, as well as two type ii endoleaks. The next day, a reintervention occurred to place both a 26 mm medtronic aneurx cuff, and a 3410 palmaz stent proximally in an attempt to achieve proper seal in the proximal region. At the conclusion of this secondary procedure, the endoleak appeared to resolve, and the pt was reported to have tolerated the procedure well. However, by the following three days, the type I endoleak was found to persist and the aneurysm was now nearly 9 cm in diameter. An open surgical conversion was immediately initiated. All devices were explanted, and the pt's aorta was surgically repaired. The pt tolerated the procedure well.